Event description:
A report was received that the patient had pain at the pocket site. The ipg was bothering and rubbing against the rib. The patient underwent a revision wherein the ipg was moved to a comfortable location. The patient was doing well post operatively.